Manufacturer narrative:
Device evaluation: customer has not yet returned to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility, device was in use with home care pt when device administered 7 bolus doses (40 ml) of morphine to pt. User facility reported pt experienced miosis, convulsions, vomiting, and hyperthermia. Pump was stopped and pt admitted to hospital. No permanent adverse effects to pt reported.